Event description:
It was reported that a handheld device was not functioning properly. Add'l info received indicated that the issue was that the handheld was not holding a charge. The handheld would be charged properly; however, the battery would deplete quickly. Good faith attempts to obtain the handheld for device evaluation have been unsuccessful to date.